Event description:
Pt had high bs. The customer is living in a very small town. It was stated that their bgs began to increase rapidly and it could not be lowered with their pump. The staff physician using IV treated the customer for high bgs while the infusion set, the insulin, and the pump was checked. The conclusion was that the pump was not functioning properly. However, the customer had a back up pump and started to use this pump to control their bgs. A replacement pump was requested.